Manufacturer narrative:
(B)(4). Batch # n90x7x. Photo provided was reviewed and a revised detail of the photo showed tissue with an open cut line, several staples that appear to be in b-form shape can be appreciated along of the tissue cut. Other staples appear to be not properly formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: fistula close to angle of his, being placed the prosthesis.

Event description:
It was reported that during a video laparoscopic bariatric surgery (sleeve technique) procedure, at the third stapling a failure occurred in the formation of the staple lines, where the staple blade cut the fabric and the fabric was not stapled. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2017. Batch # n53z3z. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.